Event description:
It was reported while using an unspecified bd insyte autoguard bc IV catheter the needle passed through the catheter during introduction. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that IV needle went through the side of the catheter. Doa: (B)(6). IV needle went through the side of the plastic catheter. FDA safety report ID # (B)(4).

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured (B)(4). The initial reporter also notified the FDA on 25may 2022. Medwatch report # mw5109962 address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Medical device expiration date: unknown. Device manufacture date: unknown. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.